Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with stripped battery cap(p) coin slot and broken battery cap.

Event description:
The customer reported via phone call that the insulin pump had battery issue. The customer¿s blood glucose level was unknown. The customer inserted a no name battery and it swollen. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.